Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was said that the device was removed and replaced with a tactra device because the reservoir folded. The patient is set to recover.